Event description:
The surgeon removed and replaced a lap-band port catheter that was suspected of malfunction. The surgeon reported that the lap-band balloon that is attached to the tip of the port catheter did not inflate when saline was infused; saline was noted to be leaking from the balloon. The surgeon suspected lap-band malfunction when the patient did not lose weight at the expected rate over a period of time. The manufacturer has requested the device.